Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the reported lot code. Provided info states the humeral stem was implanted through a hole/crack in the humerus and was not detected until the post-op x-ray. The pt was opened back up and the poly cup was changed to a larger size. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During the surgery, the humeral stem was implanted through a hole/crack in the humerus.